Event description:
It was reported that the gastrointestinal videoscope had a noisy image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1- (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: image cannot be seen. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on scope connector, image noise occurs and the image cannot be seen. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.